Event description:
It was reported that the clinical info center (cic) went down and no back up cic was available on the unit. The hosp stated this was noticed immediately, however, the failure was unexpected. A total of 24 telemetry pts were without telemetry monitoring for 30 minutes. The event did not contribute to a death or serious injury or require medical intervention. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.